Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found that the implantable cardiac defibrillator exhibited backup vvi operation due to a software error caused by the integrated circuit.

Event description:
This report is to advise of an event observed during analysis.